Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger resets) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the sd card, table board, ca board and j101 component on the ca board were thermally damaged. The cause of the resets is the damaged components. The root cause of the damaged components cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a battery charger/modem indicating that it was resetting.